Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report; a follow up medwatch will be submitted once the device is returned and the investigation is complete.

Event description:
It was reported that the roller on the mesher was not cutting and ratchet needed attention. The surgeon commented that the roller seemed dull. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the roller was not cutting/ ratchet needs attention. The event occurred during surgery and there was no harm or delay associated with the failure. On february 19, 2017, it was clarified that there was no bad outcomes to the patient. The surgeon made a comment that the roller seemed dull. The mesher was manufactured in 1986. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii by zimmer biomet surgical was not performed since the device was not returned for evaluation. The account purchased a new device. Repair of the meshgraft ii was not performed by zimmer biomet surgical since the device was not returned for the repair process. The account purchased a new device. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the roller not cutting and the ratchet being damaged cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.